Manufacturer narrative:
The customer requested just a replacement ECG cables with no engineer evaluation.

Event description:
It was reported to philips that the device does not detect the ECG. There was no patient involvement.